Manufacturer narrative:
The customer sent the unit in for evaluation and repair and the reported problem of "cns was getting intermittent signal loss" could not duplicated. The cns was connected and powered on and no signal loss occurred. Since the cns is still under warranty nihon kohden replaced both hard drives and re-imaged the sw ver. 02-40. When re-tested, the cns continued to perform as it should. No harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) intermittently went into signal loss and lagged between 10 to 30 seconds when selecting a patient.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) intermittently went into signal loss and lagged between 10 to 30 seconds when selecting a patient.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, customer reported cns was displaying intermittent, random signal loss and the device was "lagging" when options on the screen are selected. The lagging issue is described as device taking up to 10 seconds to display a menu when a tile was selected. The issue began occurring after customer rebooted the monitor the previous day. It was unknown how customer rebooted the device. Nk network team had the following questions, but information was not available: is comm loss occurring on all tiles on the cns, or is it isolated to certain bedsides? What are the affected ip addresses? What are the software versions of affected devices? Are the devices affected wired or wireless? (B)(6) confirmed that there is comm loss occurring, but previously in the ticket, we saw that there was signal loss. Has this changed? Please clarify. The issue was isolated to 2nd floor at the facility. Customer had rebooted the org receivers on the 2nd floor but the issue remained. Customer attempted to monitor a bedside device from another department, but the same issue occurred. Customer rebooted the network switches and media converter on the 2nd floor network closet, but that did not resolve the issue. Due to customer having no resources that could further assist nk in troubleshooting the issue, a loaner was sent to customer in order for nk to evaluate the device reported having the issue. Service requested: troubleshooting. Service performed: loaner/evaluation. Investigation result: nka repair center evaluated the device on 11/26/2018. The reported issue of intermittent signal loss could not be duplicated. No issues were observed with this cns. There was no reported "lag" with the device operation. Separately, hard drives were replaced as a preventative maintenance item. Service history for this customer shows no other signal loss issues. Due to the reported issue could not be duplicated, and the due to the lack of other signal events for this device and for this customer, the root cause could not be determined corrected information: d10. Device available for evaluation? (Date).